Manufacturer narrative:
The reported events of noise and insulation abrasion were confirmed. As received, a partial lead was returned in two pieces. Final analysis found external insulation abrasion and multiple sites of internal insulation abrasion. External insulation abrasion was found at the is-1 connector leg, 6.4 ¿ 7.3 cm from the connector pin, breaching the outer insulation and exposing the ring electrode (re) coil, consistent with friction to the device can. Internal insulation abrasion was found at 7.9 ¿ 8.3 cm from the distal tip breaching the re cable lumen. The inner coil lumen was intact but both re cables were found to be abraded in this region. Internal insulation abrasion was found at 10.2 ¿ 12.3 cm from the distal tip breaching the non-functional cable lumen with one non-functional ethylene tetrafluoroethylene (etfe) cable coating abraded. The inner coil lumen was intact in this location. Internal insulation abrasion was found at 10.7 ¿ 13.0 cm from the distal tip breaching the re and inner coil lumens. The polytetrafluoroethylene (ptfe) coating was intact but one re etfe cable coating was found abraded. Internal abrasion was found at 13.1 ¿ 13.6 cm from the distal tip breaching the non-functional cable lumen. The inner col lumen and the etfe cable coating were intact. Internal insulation abrasion was found at 14.1 ¿ 16.3 cm from the distal tip breaching all the lumens. All the cables etfe coating were intact. Internal insulation abrasion was found at 21.0 ¿ 21.4 cm from the distal tip breaching the rv cable lumen. The inner coil lumen and the rv etfe cable coating was intact. No shorts were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was revealed that the patient's right ventricular (rv) lead was exhibiting noise. The physician elected to extract the lead. During the extraction, externalization of the rv lead conductors was noted. The lead was successfully explanted and replaced. The patient was stable.